Event description:
It was reported that during an arthroscopic slap repair procedure using a speedlock implant with inserter handle, the suture snare would not load suture properly and then broke. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.